Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor stopped working on the mobile app occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. The reported event of a sensor stopped working is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, a supplemental is needed for a correction to produce information. No product was provided for investigation.